Manufacturer narrative:
The field for d2b was not populated due to a technical limitation. Product code: dqx this MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that in multiple cases involving the safe-t-j exchange fixed core wire guide, the j-tip would not regain its shape after insertion through the catheter, and it seemed as if the inner mandril was either extremely weak or breaking inside the wire. There were no injuries or additional procedures reported.